Event description:
Per affiliate: the customer was hospitalized for dka. The pump also had an alarm. It was indicated that the customer was disconnected and had the alarm. The lead screw was cleaned and the alarm continues.